Event description:
It was reported that the patient experienced three infusion sets adhesive issues where the infusion sets fell off during use after two to three days of wear on (B)(6) 2026

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.